Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the embedded serializer for master (esm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was replicate. One pin of neutral cable was loose and make bad connection between ebe and esm. The assy neutral cable will be replaced to correct the issue. One pin of neutral cable was loose. The complaint was confirmed based on the failure analysis

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the user informed the technical support engineer (tse) that they could not activate monopolar energy. The user checked and found the embedded serializer for master (esm)'s cord led was orange. The tse had the user change the energy cable and instrument multiple times, but the issue persisted. The user was instructed to perform a hard power cycle on the system and the erbe, but the issue remained. Onsite was not connected at the time of the call. The user converted the procedure to laparoscopic surgery to continue with the procedure. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter did not know whether port incisions were increased or additional ports were placed when converting the procedure to laparoscopic surgery. The patient tolerated the conversion since most of the procedure had already been performed with the system. Patient information was not provided.